Event description:
After a meniscus repair procedure, the surgeon noticed that the ceramic tip had broken off. The surgeon attempted to rejoin all the retrieved pieces together. After he rejoined the pieces he noticed that a small piece was still missing. He is not certain if any piece was left in pt.